Event description:
The customer originally contacted physio-control to report that their device would intermittently lose the ECG data on the screen and they would have to power the unit off, then on again, in order to regain the information. It was also reported that a service light came on and that event codes had been logged into the device's memory. Upon examination of the device, physio-control observed that the device would likely not analyze the ECG rhythm while in AED mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the intermittent failure. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly where it was determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u15. Physio observed that u15 failed at 0 degrees celsius and that at the time of the failure there was no ECG trace or channel activity present nor would the unit analyze in AED mode, thus preventing defibrillation, if necessary.